Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for eval. The exact cause of the reported event could not be conclusively determined. If add'l info is received at a later time, this report will be supplemented.

Event description:
Olympus was informed that during a therapeutic ureteroscopy procedure the tip of the device broke off and fell into the pt's urethra. The broken tip was retrieved from the pt using a forceps. The intended procedure was completed with another device. There was no pt injury reported.